Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/19/2026. An investigation was conducted on 02/24/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact device. A mechanical evaluation was conducted. The blue toggle was manipulated to roll down and up to control the flow. The toggle would roll all the way up and did not get stuck. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- toggle" was not confirmed. The lot # 96255796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the roller on the blower mister device was not functioning properly when it was rolled down to close off the tubing and control the flow. A new device was used to complete the procedure. No injury was reported. No delay reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.